Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made aware of a patient with a possible type 3b endoleak on (B)(6) 2018. Physician elected to do a secondary procedure that was performed on (B)(6) 2018. Physician did a reline to the initial device to fix the leak. Patient was reported as doing well post op. The patient was initially implanted with a afx device to treat an abdominal aortic aneurysm in (B)(6) 2011.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to refute the following reported event of type 3b endoleak rather it was a type 3a endoleak between the main body and suprarenal cuff. The event is most likely anatomy related due to a 74° neck angle and the 25 mm cuff within the 25 mm main body also likely contributed to the event. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on (B)(6) 2015, 2. Field training was completed by (B)(6) 2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Additional information: a secondary procedure was just completed. The physician elected to reline the initial device with implanting another bifurcated stent graft and a suprarenal stent graft extension. The patient was reported as doing well. During clinical assessment the reported event of a type 3b endoleak was refuted rather it was a type 3a endoleak.